Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, three (3) by phone and two (2) by email, no additional information had been provided other than the initial report. Lumenis could not verify the severity of the alleged burns. A lumenis service engineer visited the site on 13-dec-2018 and inspected the system. The engineer booted the system with no errors, verified that the coolant level was full, and completed a 360° walk around with the arm extended to verify no drift in the aiming beam. The engineer fired test shots at various power settings and max settings; the system fired within specs with the setting max at 58w. Not having found anything suspicious with the laser, the unit was returned to service operational and ready for use. Due to no response from the facility and lack of additional information, lumenis could not determine the severity of the "burns"; in an abundance of caution lumenis is reporting this event. The complaint file is being closed at this time; should additional relevant details become available, a supplemental report will be submitted.

Event description:
A user facility reported that patients are showing burns after treatments with a lumenis ultrapulse total fx laser. The facility suggested that the laser may be out of calibration. No error codes were displayed on the system and no procedures were delayed nor unable to be completed. The facility further reported that local anesthesia was being used.